Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis and has been evaluated. The returned device had a crack on the right plunger case (on the side). The left plunger case had a broken screw boss. The event history log review noted the following syringe flange not in place and invalid syringe size. During power up process, a syringe test and check syringe digital monitor were performed. The error was not duplicated when a syringe was loaded onto the devices flanges. The error ?invalid syringe size was not duplicated as well. The device was able to read both 60ml and 1ml syringe. The syringe flanges operated as intended when the digital sensors were monitored. The barrel size pot operated as intended and the syringe size was in specification when using the two quality check (qc) slugs to verify. All functional tests passed with the device. No actions were taken for the primary concern reported; however, the barrel clamp guide, barrel clamp rod, and tapered spring were replaced. The root cause of the reported complaint is unknown.

Event description:
It was reported the device during preventative maintenance the flange not in correct place / invalid syringe size. No patient injury reported.